Event description:
The account alleges that post procedure of a right pleural catheter, the left catheter cap became dislodged allowing pleural fluid to drain and air to backflow into the catheter. This event caused a left-sided pneumothorax requiring hospitalization. No additional information available.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.